Event description:
A hospital in another country, reported to us that water was observed to be shooting out of the cannula and into the pt's nose while using a rt329 infant breathing circuit. No pt consequence was reported.

Manufacturer narrative:
The returned devices were visually inspected. Result: the nasal cannula used was longer than expected for oxygen therapy with humidified gas. The cannula tubing recommended in the rt329 instructions for use are approx 45cm long. The cannula tubing in this event was approx twice this long. Conclusion: the longer unheated section in this longer cannula allowed more cooling. Cooling caused the humidity to rain out as water. This water then flowed out of the nasal prongs of the cannula. Humidity is used to prevent drying of the nasal passage with high flow ventilation. The cannula used in this event was not in the list of recommended cannula in the rt329 instructions for use.